Event description:
Per the audiologist, in 2008 the patient presented with an ear infection. The surgeon aspirated the site. Reportedly, there was a cyst behind the ear and inflammation around the transmitting coil. The patient was started on IV antibiotics and discontinued use of the device. The patient's device was explanted at about ten days later. Reimplantation is planned after the infection has cleared.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.